Event description:
Procedure type: thoracic. Patient sex: unk. Reportedly, when the stapler was fired it locked down on the lung tissue and the return knobs that open the jaws could not be retracted. The staple load had to be torn from the lung tissue, which resulted in bleeding of the lung. The surgeon used suture to address the bleeding.